Event description:
It was reported that a vns pt's generator was not able to be interrogated at a follow up visit with the treating neurologist. The treating physician indicated the last interrogation was performed in (B) (6)2006, and was recommending the pt for generator replacement surgery due to dead battery. Moreover, a clinic note from the physician stated the pt had not felt impulse for about 3 yrs. A search was performed in the MFR's programming database and resulted unsuccessful as there were no registered settings or diagnostics to confirm the end of service condition. At the moment, it is unk if the pt's device has met the end of service condition as data is not complete and good faith attempts to obtain additional info have resulted unsuccessful to date. Furthermore, revision surgery is likely to replace the pt's generator.